Manufacturer narrative:
(B)(4). Customer will not return the product. Most likely underlying root cause of malfunction:user's test strips had a poor storage(kitchen). Manufacturer contacted customer with follow up phone calls for knowing customer's condition; on (B)(6) 2016, customer stated her condition had improved since the first call. The customer did not currently have any diabetic symptoms. The customer stated that was at the doctor's office for appointment scheduled. Customer stated the doctor made no changes to medication. Customer stated exchanged the product at the pharmacy; customer tested with the new product and obtained blood glucose results of 174 mg/dl.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 294, 291 and 256 mg/dl. The customer's expected fasting blood glucose test result range is 119 - 280 mg/dl. During the call on (B)(6) 2016, the customer stated has symptoms that explain as "head hurts really bad" and "her bones hurt real bad." Customer advised to seek medical attention. Customer stated that will call the doctor to set up an appointment. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 456 mg/dl and 468 mg/dl. The product is not stored according to specification ,customer stores the product in the kitchen. The test strip lot manufacturer's expiration date is 12/29/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date/time not set correctly): 294mg/dl (B)(6) 2016 12:00 pm fasting: yes; 291mg/dl (B)(6) 2016 12:00 pm fasting: yes; 256mg/dl (B)(6) 2016 12:00 pm fasting: yes; 293mg/dl (B)(6) 2016 12:00 pm fasting: yes; 261mg/dl (B)(6) 2016 12:00 pm fasting: yes. Memory concerns: 294 mg/dl. Customer educated of the proper product storage environmental conditions due to customer stores the product in the kitchen.